Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test and was unable to prime during the prime test as a result of a protruded/loose drive support disk. The motor passed the motor test. The device had scratched screen and cracked reservoir tube lip.

Event description:
It was reported that the customer's insulin pump alarmed motor error while priming. The caller stated that possibly the device was dropped. The caller stated that the drive support cap was pushed out, the cannula was kinked, had issues with the site, and he was changing the battery every three to four days. No further information was provided.